Manufacturer narrative:
The insulin pump had no button response due to flattened act button/keypad dome. Displacement test was not performed due to keypad anomaly. The device also had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported that the insulin pump's buttons were responding intermittently or not at all. Blood glucose level was not provided. No further information was provided.